Manufacturer narrative:
(B)(4). Article citation: go, michelle and freedman, sharon; "minimally invasive glaucoma surgery in childhood glaucoma"; current opinion in ophthalmology, volume 33, issue 2; pg 91-96. Doi:10.1097/ICU.0000000000000827. Further information regarding event, product, or patient details has been requested from the corresponding author. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
The article "minimally invasive glaucoms surgery in childhood glaucoma" noted a patient was implanted with a xen®45 gts with mmc and had inadequate iop reduction at 5 weeks postoperatively. The distal end of this stent was found within tenon¿s capsule instead of the intended subconjunctival position, which was the suspected cause of its failure. Patient ultimately underwent an implantation of a second xen gel stent with the ab externo approach adjacent to the initial one, which resulted in good iop control at 6 months of follow-up.